Event description:
The head and foot of pt's bed rolled up without the pt touching the controls. Inspection results: dried residue on hand switches and in handle, small area of switch circuit board is green. Conclusion: evidence of fluids present in the handle and switch circuit boards. Rptr feels protective covering needed to protect switch circuit boards from pt spills, cleaning fluids, etc.